Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with two unknown smooth mentor gel breast implants has experienced postoperative bilateral rupture of implants. Rupture was discovered by the surgeon during implant exchange procedure. The patient underwent explantation and replacement with two smooth mentor memorygel breast implant (300cc on left and 320cc on right), left catalog # 3507300mc, left serial # (B)(4) and right catalog # 3507320mc, right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.